Event description:
It was reported that during a paroxysmal atrial fibrillation procedure a faradrive steerable sheath clear was selected for use. During sheath aspiration, air was sucked in though the valve when the catheter was inserted. The sheath was replaced and the procedure was completed successfully. No patient complications were reported. No patient complications were reported. The device has been received at boston scientific post market laboratory.

Manufacturer narrative:
The faradrive steerable sheath clear was returned to boston scientific for analysis. Upon receipt at the post market quality assurance laboratory the device underwent visual inspection, and no outer abnormalities were observed. The device was observed to have failed at leak testing, due to a leak from the hemostatic valve. Dissection of the handle cap to inspect the inspect the hemostatic valves found the external valve to be torn by the opening slit which is designed to seal around an inserted device. The "cause traced to component failure" conclusion code was selected for the allegations of "visible air/bubbles" and "leak," as the faradrive device was evaluated through leak testing and observed to leak from the hemostatic valve.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a paroxysmal atrial fibrillation procedure a faradrive steerable sheath clear was selected for use. During sheath aspiration, air was sucked into the flushing line through the valve when the catheter was being inserted. The sheath was replaced and the procedure was completed successfully. No patient complications were reported. No patient complications were reported. The device is expected to return for laboratory analysis.